Manufacturer narrative:
H3, h6: the reported 72203955 suturefix ahr s (1) 2 ub bl 1.7l, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customer's complaint cannot be confirmed. The complaint stated: ¿during bankart repair procedure, the anchor post-deployment came out of the pilot drilled hole¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include improper use of the device. Per the device's instructions for use: ¿only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure were found. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during bankart repair procedure, the anchor post-deployment came out of the pilot drilled hole. An additional hole was made to complete the procedure and there was a void left in the patient. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.